Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.

Event description:
During an atrial fibrillation procedure, while mapping, the patient's blood pressure dropped. An echocardiogram diagnosed a pericardial effusion. A pericardiocentesis was done and approximately 1 liter of blood was drained and the patient stabilized. There were no performance issues with any abbott device.